Manufacturer narrative:
(B)(4). This is a report of the patient initiating therapy without connecting and having the clamp open on the patient line leading to a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient noticed a leak from a disposable cassette set during drain one of four of peritoneal dialysis therapy. The patient noted fluid on the floor after they woke up to use the rest room. During troubleshooting, the patient reported that they were not connected and the patient line clamp was open. The technical service representative assisted the patient with ending therapy and advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.